Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has increased and auto capture went to high output mode. In addition, no loss of capture (loc) was noted. The lead was surgically repositioned. No additional adverse patient effects were reported.